Manufacturer narrative:
Similar incidents have been received for this product code, 2n3345. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigated under CAPA. The CAPA was opened 2004.

Event description:
Complaint received from facility contact. Customer reports that during use, a "leak was noted at the proximal end between the tubing and the hub." No reported patient injury or medical intervention. No additional information available.